Event description:
Additional information was requested and stated that patient had company toric iol implanted on (B)(6) 2025. She noticed that her distance vision is not sharp enough soon after the surgery. We waited addityionally treated dry eyes for 1 month before deciding on what to do. Patient wanted to proceed with the iol exchange with another company toric iol to get more distance vision.

Manufacturer narrative:
Additional information has been provided in a.2., a.3.a., b.3., b.6., b.7., d.4., d.10., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced myopic surprise. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was patient wants more distance vision. Additional information was requested.